Event description:
A customer reported that their pump screen was dark and would not turn on. The customer declined to provide their blood glucose level at the time the issue was noticed, so no impact on the blood glucose level was reported. Technical support arranged for the pump to be replaced, as it was still under warranty. The customer was informed of the need for replacement and advised to use multiple daily injections as a backup therapy. Instructions were given to deplete the pump¿s battery before returning it to tandem using a pre-paid label and return box within ten days.